Manufacturer narrative:
(B)(4) .

Event description:
The patient reported having had the implantable neurostimulator (ins) for eleven years to help with pain from a failed back surgery and several more surgeries after that. The patient was recently diagnosed with arachnoiditis and the ins did not seem to help much with that pain. The ins did not seem to be working as well even when turning it up as high as the patient could stand it. The patient indication included radicular pain syndrome (radiculopathies). Follow-up was performed to determine what may have led to the device not working as well, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
Additional information received from the patient reported the circumstances that led to the stimulator not working as well was being diagnosed with arachnoiditis. The steps taken to resolve the issue with the stimulator not working as well was trying different settings and levels of stimulation. According to the patient it seemed to be work at a higher setting.